Event description:
This complaint is now reportable based on analysis completed on 04/29/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 80% stenosed lesion was located in a calcified and severely tortuous mid right coronary artery. The vessel was predilated with an unk 2.5mm balloon. A 3.5x12mm taxus express2 drug eluting stent was advanced to the lesion but could not cross. The procedure was completed with a non bsc stent. No pt injuries or complications occurred. Pt's status is satisfactory. Product analysis showed that the returned device was missing a catheter tip.

Manufacturer narrative:
A visual and microscopic examination found that the tip was detached from the stent delivery system (sds). The tip of the sds device was not received. The break in the lumen was clean. A visual examination found no other issues with the device. No other kinks or damage were noticed along the shaft of the device. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The device was returned with the product mandrel inserted and stent balloon protector attached. A review of the mfg records found that the device met material, assembly and product specs. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).